Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4) the device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent ablation procedure for idiopathic ventricular tachycardia and suffered cardiac tamponade which was required pericardiocentesis. The ectopic focus seemed to be located close to the aortic valve. The doctor performed an ablation with the smarttouch catheter with 25w and the extras disappeared but they came back so the doctor performed two more ablations, one with 30w and another one with 35w. Smarttouch catheter showed forces about 50gr in a few times. After the third ablation the patient blood pressure dropped and an eco showed there was a pericardial effusion. Act maintained 250-300s during the procedure. Previously the patient had desfibrilador automático implantable (dai) implanted. Transseptal puncture was performed using sl0 sheath and br1 needle from sjm. Some part of the mapping phase and all the ablation were performed through the retro aortic approach. The patient was fully recovered and did not need to go to the intensive care unit. The physician assessed that the cause of this adverse event was procedure related. The origin of the pb was epicardial and very close to the aortic valve. The overall time for ablation at the site of injury is around 5 min. The last ablation cycle time at the site of injury is 1 min. No error messages observed on biosense webster equipment during the procedure. Generator parameters (power or temperature control mode), thresholds (temperature and power cut-offs), noted temperature, impedance, and power at the time of injury: power control mode. Power 20,30,35w, temperature under 40ºc, impedence [130-100]ohms, temperature cut off=50ºc. The flow setting an irrigated catheter: 15ml/min under 30w, 30ml/min over 30w.